Manufacturer narrative:
Baxter technical support contacted the account trying to obtain the resolution for this event. The account will scrap the bed. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the brakes were not holding. The bed was located at the account. There was no patient/user injury reported.